Event description:
An unexpectedly high "residue volume" was reported. The patient's physician believed that the actual residual volume was greater than 15% above the expected amount. A dye study was done without any indication of damage to the catheter. The pump was replaced due to the "breakage in a lead/extension/accessory." The patient experienced uncontrolled muscle contractions, tremor, and an increase in symptoms. The medication used within the system was baclofen. No patient injury or problems post pump replacement were reported, and the patient recovered without sequelae. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed the pump had passed all infusion, non-destructive, and volume testing. Dispense testing and an additional 28 day volume testing all passed showing that the pump was dispensing accurately. No anomalies where noted in the logs. However, this pump failed alarm testing with an audible tone on 67.3 db. Analysis was performed and a cracked resonator with no associated top shield damage was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.